Event description:
Account alleged that the brakes are not holding on this bed.

Manufacturer narrative:
Technician replaced the cam in the brake block and adjusted the brake caster and the brake steer caster to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.